Event description:
The customer reported intermittent power on issues; the system will not turn on. This was a single occurrence image noise during cine runs. There is a possible cause line interference from loose power plug line. No injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep could not duplicate the image problem. He pulled the saved image and noted the image issues on last two out of ten cine runs. He repaired the power plug loose wires, and performed a functional test. The system is operating as expected.